Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported reagent exposure with the binaxnow covid-19 ag self test kit performed on (B)(6) 2026. The reagent bottle was inserted directly into the nostril of the consumer. The consumer did not seek medical intervention and expressed no pain or irritation as a result of the exposure.